Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 203 mg/dl and 10o mg/dl or 200 mg/dl and 150 mg/dl to 246 mg/dl at the time of the incident. Customer reported that the location of bubble was in tubing of reservoir. Customer stated that that the approximate size of air bubbles was quarter inch. The reservoir will not be returned for analysis.